Event description:
Additional information was received from the patient. They reported that the nurse practitioner suggest it could have been the antiseptic they used on their skin in the operating room. However they didn't have the same reaction when the temporary implant procedure was done. The permanent device was turned off or 24 hours after consulting with the med representative. Pain meds were started and the device was turned on 24 hours later with no stinging sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they were having an extreme burning sensation all across their back and the nurse thought it might have been the antiseptic that they cleaned them with on saturday. Patient met with the nurse at the doctor's office yesterday, and they turned the stimulation down to 0.7 overnight and the stingingsensation calmed down. The patient was redirected to their healthcare provider to further address the issue. .